Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the information from the olympus engineer that was described in the initial MDR, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of hd / sdi cable. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. However, olympus engineer visited the user facility and confirmed that the device's hd / sdi cable was broken. The broken hd / sdi cable was replaced. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
A customer reported that the endoscopic image was interrupted and did not appear during arm movement. This event was found during and after a procedure. The procedure was continued and completed without moving the arm. There was no report of patient injury associated with this event.